Event description:
It was reported the ventricular connector is defective; unable to insert a cable. It was also reported the ventricular connector is broken and cable will not seat properly. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was a pin broken off in the ventricular output connector. It was also noted that the upper case was broken, the lower case was broken, one side bail cover was broken, and one heart wire contact was damaged. (B)(4).